Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. User was not within the age requirement, which is off-label usage of the device. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2026, the patient was sleeping excessively and was difficult to wake up. A fingerstick blood glucose (fsbg) test was performed and showed a glucose level of 477 mg/dl, while the cgm displayed 90 mg/dl. The parent contacted the patient's physician, who advised waking the patient and encouraging physical activity to help lower the blood glucose level. The patient then engaged in physical activity for 2 hours and 30 minutes. Afterward, a repeat fsbg test showed a glucose level of 219 mg/dl. A corresponding cgm value at that time was not reported. Following this, the parent transported the patient to the emergency room (ER). Upon arrival, the fsbg was 202 mg/dl, while the cgm displayed 40 mg/dl. The patient received IV fluids; however, the volume and quantity administered were not specified. The patient was admitted discharged on (B)(6) 2026 after a 2-day hospitalization. No medications were administered following discharge. Prior to the reported cgm inaccuracy, the parent indicated that the sensor had been exposed to water and was experiencing poor patch adhesion. The parent also reported that the patient had undergone a non-dexcom-related diagnostic procedure, including MRI, CT scan, or diathermy, before the event. The patient was in stable and doing well at the time of reporting. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.